Manufacturer narrative:
UDI not available as product was manufactured on or before(B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14645. It was reported that an asymptomatic patient presented to a normal generator replacement. Device interrogation prior to the procedure revealed that there was noise over-sensing on the atrial lead and suspected noise on the right ventricular lead. Both leads were capped and replaced during the generator replacement. Patient was discharged after the procedure.